Event description:
A distributor reported a complaint involving a cracked touchscreen on a customer's pump. There was no reported impact on the customer's blood glucose level. It was confirmed that the pump started, charged, and was recognized by a computer, but the touchscreen was unreadable and unresponsive. The pump was expected to be returned for further examination, and a replacement pump with a different serial number was arranged for the customer.